Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead integrity alert triggered on (B)(6) 2013 due to meeting the conditions for abnormal impedance and ventricular short interval counts. Oversensing was noted with 5 lead failure predictor episodes of <(><<)> 220 ms v-v cycle are recorded on (B)(6) 2013. (B)(4) implantable cardioverter defibrillator (ICD).  (B)(4).

Event description:
It was reported that there was noise on the right ventricular (rv) lead channel and a lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the pace/sense impedance was high on the rv lead. It was noted that the patient is taking part in the (B)(6) study.

Manufacturer narrative:
(B)(4).